Manufacturer narrative:
(B)(6). Additional suspect devices: product family: dbs-linear leads: upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 7071433. Product family: dbs-ipg-r-MRI: upn: (B)(4), model: db-1200, serial: (B)(4), batch: 742757.

Event description:
It was reported that the patient was admitted due to an infection at the right lead site. The patient was treated with medication and underwent an explant of the entire system. The event has not yet resolved. It was assessed that the infection had causal relationship to the procedure and is not related to the devices.

Event description:
It was reported that the patient was admitted due to an infection at the right lead site. The patient was treated with medication and underwent an explant of the entire system. A culture was taken which confirmed curtibacterium acnes. The event has not yet resolved. It was assessed that the infection had causal relationship to the procedure and is not related to the device. Additional information was received that the wound had always been dry, however increasingly swollen, reddened, tenderness on pressure in the last few days and with subcutaneous retention. An cranial computed tomography (CT) showed an extensive edema around the right dbs electrode, consistent with a possible inflammatory reaction. During the explant a wound revision on the skin of the head was also performed. After obtaining blood cultures as well as intraoperative material, a calculated antibiotic therapy with cefazolin and vancomycin was initiated, and then switched to ceftriaxone and vancomycin the next day. A post-operative cranial CT follow-up produced regular findings with still visible edema in the right frontal region. A cranial MRI showed the widespread extensive edema in the white matter in the right frontal region with signal alterations typical of an abscess along the right puncture channel. The patient was discharged from the hospital and the explanted devices were discarded.